Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned package. The packaging was returned opened. The visual inspection did find a hair inside of the packaging. However, the hair is lying unsecured inside an open portion of the product container. Due to the product being opened a determination cannot be made as to when the hair made its way into the product box. The complaint of a hair in the package is confirmed but, it cannot be determined when the hair entered the package. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hair was discovered in the inner sterile packaging. The implant was not used. It was removed from the sterile field, wiped down with alcohol and returned to its box. There were no consequences or impact to the patient.